Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed on varices in the esophagus. According to the complainant, the bands on the device pulled up in the wrong direction, and the bands were not able to be deployed, during the procedure. Another speedband superview super 7 device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed on varices in the esophagus. According to the complainant, the bands on the device pulled up in the wrong direction, and the bands were not able to be deployed, during the procedure. Another speedband superview super 7 device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device found all seven bands remaining on the ligator head with the first five being partially deployed. The ligator thread was attached to the handle trip wire; the trip wire had been cut. The handle wire had been properly cinched. The teeth of the ligator head were damaged. If slack was present in the tripwire during the procedure, it could cause the thread to move over the ligator teeth without deploying the bands properly, and damage the ligator head teeth, as found with this device. Because it cannot be confirmed that the trip wire was not secured properly during use, the root cause was not able to be determined. A review of the device history record (DHR) was performed; no anomalies were noted.